Event description:
Report her meter is reading erratically. Analysis run on clark error grid using mean average reading (70) as reference point vs bd readings (31, 109) yielded some data points in the d range of the grid, outside acceptable limits.